Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment. Vessel morphology at the time of implant was not reported. The patient had another manufacturer¿s stent graft implanted five years ago, for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Three years later, the patient presented with distal type 1b endoleaks. The endurant 16x28x124 was implanted on the right and the 16x28x82 was placed on the left. The abdominal aortic aneurysm measured 7.0cm in diameter at that time. It was reported that the patient recently presented emergently with abdominal pain. The CT scan showed abdominal aortic aneurysm measured 9.6 cm in diameter with the left iliac limb sitting 5.6 cm away for the left internal. There is disease progression with iliac limb dilatation, the left common artery measures 36 mm in diameter and distally measures 30mm in diameter. There was no room to seal with an extension stent graft. The physician was unable to embolize the left internal artery due to calcification and tortuous anatomy. The physician elected to implant an endurant 28x28x82 lot down to the origin of the left internal artery to occlude it with the stent graft. An endurant 16x13x199 was implanted from the flow divider down to the left external iliac. The physician implanted an endurant 13x13x82 to extend further into the external iliac. The stent grafts were modelled with a reliant balloon. After the modelling with the balloon, the final angiogram revealed that the endoleak was resolved. No clinical sequelae were reported and the patient is fine. Review of returned cta¿s from 7-months post-implant revealed that another manufacturer¿s bifurcate stent graft was positioned below the renals; endurant limbs were placed bilaterally. Contrast was seen within the sac coming from the endurant limb on the left side; the limb may have pulled out of the left common iliac artery. The origin of the left limb is acutely angulated within the mid-sac. The stent graft distal diameter measured 29mm, and at the origin of the left common iliac artery was approximately 40mm. The left iliac artery diameter tapers down to 13mm at the iliac bifurcation. The distal end of the right iliac limb measures 25mm. The max diameter aaa is 8.7cm. Both limbs are patent. Earlier follow-up images, and the location of the left limb at implant is unknown. Films during the intervention were also not provided. The exact cause of the distal type I is uncertain; however, it appears likely due to disease progression and morphology changes.